Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were observed on the right ventricular (rv) lead: lead warnings occurred in the unipolar and bipolar configurations, short v-v intervals, no capture and high/undefined impedance. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a suspected fracture was noted on the rv lead.